Manufacturer narrative:
Device was received, and evaluated. Evaluation determined that the reported issue was not duplicated. The device was tested, plugged in the processor for approximately 3 hours and showed good image. No image issue was observed. Cosmetic issues, cracked ¿m ¿case¿ and chipped ¿a-rubber¿ glue were observed. The identified pats were replaced. Once completed, device was tested and passed all required testing and specifications. Root cause of the reported issue is unknown as no issues, or abnormalities were observed during testing. Cosmetics issue found likely attributed to normal wear and tear of the device, and/or users maintenance issue.

Event description:
It was reported that during preparation for use the device exhibited no picture. There was no patient involvement on this report. No user harm reported.